Event description:
Catheter would not go through guide with two products. Staff report that this is happening frequently. No impact to patient other than delay in getting the products for the case. Manufacturer states they are aware of the problem.